Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module was difficult to open and close. The user also reported the occluder module alarmed and displayed "occluder mod source error" message. The user was unable to calibrate the module and had to disconnect the module for the alarm to stop. An alternate occluder module was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.